Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer comment that the display was missing pixels. It also found that the case was broken and the ring cover screw was missing. The ring, side bail covers, and side bails were missing.

Event description:
It was reported the display was "bad" under the menu. There was no patient involvement.